Manufacturer narrative:
Pump was received with motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Unit had missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 172 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.